Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and eleven months post filter implantation, a computed tomography of abdomen and pelvis was performed for filter evaluation and mid abdominal pain. The study showed the proximal tip of the filter was tilted to the right and abutted the right anterior lateral wall of the inferior vena cava. Also, most of the anchor feet of the filter projected along the inferior vena cava walls. There was a single prong projected 1.1cm outside of the inferior vena cava lumen and posterior to the distal abdominal aorta just above the level of the aortic bifurcation. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with spinal cord injury. Approximately thirteen years and eleven months post filter deployment, it was alleged that the filter struts perforated the inferior vena cava and the filter allegedly tilted. Reportedly, the patient allegedly experienced abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with spinal cord injury. Approximately thirteen years and eleven months post filter deployment, it was alleged that the filter struts perforated the inferior vena cava and the filter allegedly tilted. Reportedly, the patient allegedly experienced abdominal pain. The current status of the patient is unknown.